Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their sensor displaying wrong readings of sensor and blood glucose. The customer's blood glucose was 95 mg/dl but the customer did not provide their sensor glucose level at the time of the incident. The customer stated that there was physical damage on their insulin pump and had trouble reading the screen of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer did not troubleshoot and did not send the product back for analysis. The customer was sent replacement sensors.